Manufacturer narrative:
H10:the device was received for evaluation. During functional testing, a "system error 322" was not reproduced. Visual inspection identified a bent link screw. A review of the event history log revealed several occurrences of system error 322 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the bent link screw. The link screw requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.